Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative a 75-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) reported to be in scai shock stage c. After initial support of impella cp, due to worsening cardiogenic shock, the patient was escalated to impella 5.5 via right axillary artery access. Patient was reported to be receiving both systemic antiplatelet and anticoagulation infusions, in addition to vasopressors and inotropes. Following impella 5.5 insertion, bleeding was reported requiring transfusion of 4 units of packed red blood cells (prbcs). The bleeding was noted to be localized to the exposed surgical graft, resulting in persistent graft ¿weeping.¿ at the time of the event, the impella 5.5 device was operating at performance level p-7 with flows of approximately 4.4 l/min, as intended. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate. It was reported that following optimization of coagulation parameters, noted by improved activated clotting time (act) and partial thromboplastin time (ptt), the bleeding resolved with no further requirement for blood product administration. The patient remained on impella 5.5 support at the time of reporting. The reported bleeding is most consistent with a procedure/access-related complication involving the surgical graft and systemic anticoagulation.